Event description:
It was reported to boston scientific corporation that two ultraflex partially covered stents were to be implanted to treat a 3cm malignant tumor within the left main bronchus on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to advance the ultraflex stent through the stricture (this stent the subject of manufacturer report # 3005099803-2010-03945); once the delivery system came into contact with the stricture, the stent folded upon itself, preventing passage through the stricture. It was noted that the anatomy was not tortuous, nor was the stricture predilated; however, a 6mm endoscope was successfully passed through the stricture prior to any attempts to pass the stent system through. The physician removed the device from the patient and noticed that the delivery system was kinked. A second of the same stent was used when the same issue occurred (this stent the subject of manufacturer report # 3005099803-2010-03946). The procedure was aborted at this time as it was noted that the patient was desaturating. The patient was subsequently stabilized with oxygen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The physician has no plans to attempt another stenting procedure.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) non-surgical medical intervention required. (B)(4) stent unable to cross stricture. (B)(4) catheter kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.